Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage. All tines were intact and undamaged.

Event description:
Related manufacturer reference number:2017865-2023-38986. It was reported that after initial implant procedure patient's new atrial lead was dislodged. During lead revision procedure it was found that the lead was failed to remove from patient's pacemaker header. The atrial lead was explanted. The pacemaker was explanted and replaced. The patient was stable.